Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an atrial fibrillation procedure, thrombus was noted on the catheter. From the first radio frequency (rf) delivery, the resistance value reached the upper limit of 150 ohms and rf delivery could not be performed. When the catheter was removed from the sheath, a thrombus was noted between electrodes 2-3. After confirming the thrombus, the upper limit output was changed to 30 watts, but although the increase was slightly better, the resistance value increased immediately after rf delivery and reached the upper limit temperature. The catheter was replaced to a non contact force and the procedure was completed with no adverse consequences to the patient.